Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, an investigation cannot be performed. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
During preparation for a coil embolization procedure, a ruby coil fell on the ground. The ruby coil was dropped prior to use and therefore, was not used for the procedure. The procedure was completed using new ruby coils.

Manufacturer narrative:
Additional information was received on february 15, 2017.

Event description:
Additional information received on february 15, 2017 confirmed that the information originally provided by the customer was incorrect. The correct description of the event is as follows: the patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician felt resistance while advancing the ruby coil through a px slim delivery microcatheter (px slim) and, therefore, retracted the ruby coil. Upon retraction, the physician felt resistance and the ruby coil unintentionally detached within the px slim. The physician therefore removed the px slim with the ruby coil inside, and flushed the ruby coil out. The procedure was then completed using the same px slim and a new ruby coil. There was no report of an adverse effect to the patient.